Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that unable to produce x-rays. Review of the log files showed fuse related errors. Upon troubleshooting fse noticed that the fd control was off, thus, to resolve the issue, the fse reset the l11 with f11 fuse and performed the functional tests. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error message of " x ray not possible¿ and would not perform x-rays or fluoroscopy. The system was in clinical use and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.